Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. It was also reported that there was moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on 08/13/2016. The pump intermittently powered on because the battery cap was unable to fully tighten to the pump. The battery compartment was cracked and had stripped threads. There was evidence of moisture contamination inside the battery compartment. There was an additional crack in the pump casing near the seal. The cartridge compartment was also cracked. There was evidence of moisture on the internal components of the pump. The display screen was dim and discolored.